Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent at the completion of investigation.

Event description:
The event is reported as: complaint alleges that the tubing gets hot when being used with the compressor to administer treatments. Complaint indicates that the unit has to be randomly cut off and on in order to cool the unit down to be able to continuously administer treatments. No patient injury reported.